Manufacturer narrative:
Year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient began to get rashes approx 3 months post implant of an integrity bare metal stents. Symptoms include itchy red rash on arms, abdomen, and back, for weeks to months. The patient consulted a dermatologist to no avail, and is now seeking consultation of an allergist. A health care professional called to inquire about the content of the metal stent. They were informed that there are various metals combined within the stent.